Event description:
It was reported when using the unspecified bd edta vacutainer blood collection tube device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: it was reported that during a survey, tubes hemolyzed. Customer reports that edta tube hemolyzed and caused a redraw.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed for the manufacturing site.

Event description:
It was reported when using the unspecified bd edta vacutainer blood collection tube device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: it was reported that during a survey, tubes hemolyzed. Customer reports that edta tube hemolyzed and caused a redraw.

Manufacturer narrative:
Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.